Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced infection at the ipg. As a result, patient underwent surgical intervention , wherein the entire system was explanted. No additional information was provided.